Event description:
Consumer called to report concerns on the accuracy of their meter. Had a back to back test run at lab. Analysis run on clark error grid using lab reading (157) as ref. Point vs. Bd readings of 273 yielded data points in the c zone of the grid, outside of acceptable limits.